Event description:
It was reported that: the device has been running at the simv mode for ten days. But it switched to standby mode automatically without any alarms. So doctors did not find that the device have stopped ventilating. They found the information when monitor alarmed that spo2 was dropped and displayed that the heart rate fell. The patient has weak spontaneous breathing, so the doctor was rescuing the patient immediately. The patient is still in intensive care unit for the further treatment.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the follow up-report.